Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was 523 mg/dl. Device was not delivering insulin. Customer had changed the set 3 times. Customer's blood glucose at time of call was 473 mg/dl. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.